Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the insulin pump had received failed battery alarm and keypad anomaly. The customer¿s blood glucose level was unknown. It was reported that they had failed battery test and rewind had started taking longer, has had to press rewind more than once to get it to work. The insulin pump will not be returned for analysis.